Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she's been having high blood glucose levels that day after changing her infusion set. Her blood glucose began in the 200s and has escalated to as high as 600 mg/dl. The customer stated that her insertion site is bleeding and that the infusion set is slightly bent. Further troubleshooting was declined because the customer believes her hyperglycemia was caused by the insertion site; customer decided to change her infusion set and insertion site and to treat with a manual insulin injection. No products were returned or shipped.